Event description:
While closing the surgical wound, the surgeon discovered the suture needle had broken in half. Both segments were retrieved, a follow up xray obtained confirming the patient was negative for retained foreign body.